Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl due to needing settings adjustments. Low bg was addressed by customer's family giving carbohydrates and calling paramedics. Reportedly the customer had not updated their settings when they received a replacement pump. It was also reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. There was no reported adverse effect to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.